Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2014 at an unknown time. She tested back to back on the subject meter and observed values of ¿165, 288 mg/dl¿ performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceed the expected value of <=20% and/ or <=20 mg/dl. It is not known what range the patient considers to be normal. The patient manages her diabetes with an unknown type of fixed dose of insulin and she denied making any changes to her usual diabetes management routine in response to the alleged issue. Approximately 1-2 hours later, the patient claimed he developed ¿anxiety.¿ she denied receiving any form of medical intervention. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. Control solution testing was not performed since the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs¿s definition suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.